Manufacturer narrative:
It was reported that gloves tear very easily, making them difficult to put on. Temporary interruption of chemotherapy preparations while a new pair of gloves is put on, resulting in excessive glove use and a delay in preparations. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, gloves tear very easily, making them difficult to put on. Temporary interruption of chemotherapy preparations while a new pair of gloves is put on, resulting in excessive glove use and a delay in preparations.